Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s infusion connector broke off and became lodged in the ilet pump, preventing cartridge removal and replacement, after which the user temporarily transitioned to backup therapy with blood glucose remaining in range and the display usable; the user later removed the broken connector and resumed normal pump function. Symptoms included no injury and no adverse clinical effects. Outcomes included interruption of insulin delivery and a temporary switch to alternate therapy without clinical sequelae. Investigation included customer interview, device history review, and assessment of returned hardware. Investigation of this case revealed physical damage to the connector consistent with a broken or jammed component and no evidence of device software or display malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.